Event description:
In 2005 biomedical tech from the unit reported that pt coded during a treatment on 1550 hemodialysis instrument. The pt was with esrd admitted in ICU due to a cardiac problem. It was reported that the pt was transferred to the acute hemodialysis unit via stretcher very ill and bed-ridden. The pre- vitals checked showed low bp. One hour after the treatment was initiated the pt coded and the staff decided to terminate the treatment. At this time the pt went in cardiac arrest and expired. The prescribed treatment was for 3:00hr, pt access graft, and the dialyzer-ca-hp 210. According to mike oakes hemodialysis tech. Mgr from the unit during the event treatment there was no issue with the instrument observed and no alarms notified.